Event description:
Procedure type: adrenalectomy. According to the reporter: the application of clip over the upper vena suprarenalic, on the vena cava side, caused the vein to cut. The procedure was immediately converted to open surgery.

Manufacturer narrative:
(B)(4).